Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that the pump battery was unresponsive. The customer successfully resumed insulin delivery. There was no adverse impact to customer's blood glucose.